Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the 2.1 cubie drawer rear red lock was broken. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the red lock located at the back of the 2.1 cubie drawer was broken. The field service engineer (fse) identified that the half height cubie drawer latch spring assembly was broken and required replacement, and it was also observed that some screws were missing from the assembly. After repairing the latch and securing the assembly, no additional issues were found. The drawer had previously required force to close, and during this period the customer reported delays in medication dispensing; however, pharmacy staff were able to assist until the issue was resolved. Diagnostics confirmed that all systems were functioning properly. The system functioned as intended after field service engineer repaired the device.